Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure or method - against resistance, extremely calcified right common femoral artery. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation of the returned device found that both cuffs were still attached to the link and respective needle tips. There was approximately 1 inch of monofilament still attached to the needle tip and the rest of the monofilament was not returned; therefore, the reported event could not be verified or confirmed. The condition of the returned device is not consistent with the event description. Based on the investigation findings, the device was deployed successfully; therefore the cause of the reported event not be determined. The probable root cause for the reported needle to cuff miss is needle deflection during plunger deployment due to interaction with human tissue (e.g. Heavily calcified arteries, scar tissue, obese) or a failure to maintain a stable position of the device during needle deployment. No manufacturing deficiency was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an extremely calcified right common femoral artery after a diagnostic procedure. Reportedly, the device was hard to insert into the extremely calcified right common femoral artery. When the plunger was pulled back no suture was present. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, no additional information was provided.